Event description:
It was reported that on (B)(6) 2017, during a device replacement when the device data was reviewed it was noted that the patient had received an inappropriate shock in the fall of 2016 as a result of noise on the rv lead. The lead was otherwise normal electrically. The physician elected to cap and replace the lead. The procedure was completed successfully without adverse consequence to the patient. The patient was reported to be asymptomatic before, during, and after the procedure.